Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext lot# serial# unknown explanted: (B)(6) 2019 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. As of (B)(6) 2019, the patient had good healing and the patient was re-implanted and programmed on (B)(6) 2019. The extension was also explanted and replaced at that time. The event was considered resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
Product ID: 3708695, serial# (B)(4), explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed the extension was explanted related to the dehiscence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient had wound dehiscence of the ins site. One tip of the scar was not healed with serous discharge, and the ins was visible through the dehiscence two weeks later. Diagnostics included examination. Surgical intervention for wound care, disinfection, and ins cleaning occurred (B)(6) 2018. The patient had consultation with neurosurgeon (B)(6) 2019, and the wound was healing correctly (just a crust). A week later, the patient had an emergency room visit because the ins was at the skin with fistula and erythema. The event resulted in in-patient hospitalization, emergency room visit, and medical/surgical intervention to prevent life threatening illness/injury/permanent impairment to body structure/function. The event was ongoing. Etiology was considered related to implant procedure and surgery/anesthesia and not related to device/therapy. Additional information was received. The event was related to the incisional site/device tract of the ins pocket. The ins was explanted and not replaced on (B)(6) 2019. No further complications were reported.